Event description:
It was reported that the device is failing electrical safety test. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was reported to a stryker technical support specialist during a troubleshooting call that allegedly the unit was failing an electrical safety test. During the call, it was identified this issue was likely due to the power cord however was not confirmed. Device not returned.

Event description:
It was reported that the device is failing electrical safety test. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.